Manufacturer narrative:
Lot number of the device is updated, as documented in section d9. Device evaluation: the items examined as part of the complaint (33310cc - lot rm25, 33121 - lot wm27, 33300 - lot um22) show signs of wear but are in working order. The defect described by the customer (the detachment of the inner shaft from the outer tube during a surgical procedure) could not be reproduced under controlled conditions, either individually or as a set. No technical or structural defects were found that would explain the reported incident. Based on the tests performed and the lack of reproducibility of the defect, a production-related error is unlikely. It is possible that the incident was due to an application-related deviation or a one-time mechanical stress during the procedure. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgical procedure, the curved fenestrated clamp presented a problem, where the internal stem came loose from the tube after insertion into the abdominal cavity. No negative impact in state of health reported.